Manufacturer narrative:
(B)(4). The customer reportedly replaced the membrane and the overlay to resolve this issue.

Event description:
Covidien rec'd info stating that during testing, the silent and reset light emmitting diode (led) was randomly blinking. The device was not in use on a pt when this event occurred.